Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have caused their gums to recede and their lower tooth to be loose. Their dentist has advised them to stop the aligner treatment immediately. Requested letter of recommendation from dentist.